Manufacturer narrative:
(B)(4).

Event description:
A visual inspection was performed and was unable to perform an investigation on the complaint because the applicator was never deployed and the safety latch is still intact. The customer's complaint of a detached sensor wire was not able to be confirmed. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a missing sensor wire. The sensor was inserted at the abdomen on (B)(6) 2019. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.